Event description:
The patient presented in the ER after receiving inappropriate hv therapy due to oversensing. X-ray revealed that the lead had pulled back and was double counting p-wave and r-waves. The lead was explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.